Event description:
Information received by medtronic indicated that the insulin pump battery was changed 6 times but it was still hot. Customer reported that the insulin pump was overheating under the screen near keypad. Customer stated that issue persisted with new battery. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged pump heating up found on (B)(6) 2022. Test and p-cap locks properly into the reservoir compartment. Pump passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, self test, active current measurement. Pump failed sleep current measurement due to damaged pcb1 and pcb2. Pump was monitored. No overheating noted during testing. Unit successfully downloaded to thump. Pump trace download analysis confirmed the pump alarmed low battery alert 9 times from 01/22/2022 04:06:00.000 to 01/27/2022 14:23:00.000. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). The power management graph also confirmed low battery alert was triggered due to customer faulty aa battery. The electronic assembly, battery tube and battery cap were inspected and moisture damage was noted on pcb1 and pcb2. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, moisture damage, corroded battery tube case. Pump heating up was not confirmed, however, other cosmetic damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.